Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented a white foreign object attached to the stent when the stent was being placed. The issue was found during a therapeutic endoscopic biliary drainage procedure. Both the scope and stent were replaced with new ones and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the additional information from the legal manufacturer's completed investigation. Updated:h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.